Event description:
It was reported to boston scientific corp that a corflo cubby low profile gastrostomy device was placed during a percutaneous endoscopic gastrostomy (peg) procedure in 2008. According to the complainant, at about 4 days later, the syringe connector detached from the bolus feeding tube. The device was removed, and replaced with another device (unk prod/MFR). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.